Event description:
Two days after implantation of 3 cyphers, the pt experienced chest pain and abnormal ECG. The next day, the pt experienced a thrombus between 2 of the cyphers. The first lesion, in the left main trunk (lmt) and proximal left anterior descending (lad) branch, was a de novo, concentric, bifurcated and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was 20mm and vessel diameter was approx 3.0mm. The second lesion was in the circumflex (cfx) and the obtuse marginal branch (omb). It was also a de-novo, concentric, bifurcated and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was approx 50mm and vessel diameter was approx 2.5mm. The procedure was an elective case. The cfx and omb lesion was predilated with a balloon (2.0/15mm) at 14 atm for 30 seconds. Bms (micro driver 2.25/18mm) was implanted at 8 atm for 40 seconds. The 1st cypher (2.5/23mm) was implanted at 8 atm for 50 seconds and at 10 atm for 30 seconds proximal to the bms. The 2nd cypher (2.5/18mm) was implanted at 12 atm for 30 seconds proximal to the 1st cypher. The three stents were overlapping each other. Post-dilatation was conducted with a balloon (3.0/15mm) at 16 atm for 15 seconds and a balloon (2.5/20mm) at 18 atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. For the lmt and lad lesion, pre-dilatation was conducted with a balloon (2.5/20mm) at 12 atm for 45 seconds. A 3rd cypher (3.0/23mm) was implanted at 12 atm for 60 seconds by crush stent with 2nd cypher. Post-dilatation was conducted with the sds balloon (3.0/25mm) at 22 atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Two days post stent implantation, the pt complained of chest pain and an abnormal ECG was observed. Three days post stenting, a coronary angiography was conducted and thrombus was observed in the implanted cyphers at the bifurcated portion (between the 3.0x23mm and 2.5 x 18mm cyphers). To treat the thrombus, poba was conducted. Inflation time and pressure are unknown. The physician believes the cause of the thrombotic event was the under expansion of the 2.5 x 18mm cypher. The lesion was calcified, so enough pressure could not be applied because of fear of rupturing the balloon.

Manufacturer narrative:
This product is not distributed in the united states; however, it is similar to the us distributed drug eluting stents. Add'l info will be submitted within 30 days of receipt.